Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500 mg/dl. It was stated that the event leading to this admission was vomiting, nausea, and excessive thirst. Troubleshooting was performed. The programming, and date were correct. It was stated that the customer changed the infusion set to solve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was over 300 mg/dl, and he has treated with the insulin pump. No further info was provided.